Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective controller board. The field service engineer replaced controller board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was failed. The customer added that this malfunction caused a delay to retrieve medication to patients. However, there were no adverse events or injuries reported based on this event.